Event description:
On behalf of dr. (B)(6) at (B)(6) hospital, keith steinhardt reported a post-operative issue involving two broken screws at the lowest instrumented vertebra (liv) in a scoliosis system (response 5.5 to 6.0). The breakage was discovered during a clinic follow-up. One screw fractured at the shaft and the other at the neck. The broken components remain implanted, and no product is available for evaluation.